Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer switched to an alternate insulin delivery method, mdi, and received a replacement pump with updated software. Technical support provided instructions for putting the pump into storage mode, information on receiving the replacement pump, and facilitated the return process of the problematic pump. The customer understood and acknowledged all instructions.